Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient presented with a fever of 106 degrees approximately one week following pump replacement. The hcp opened the pump packet and noted that the pump connector was attached to the pump, but the pocket was full of cerebrospinal fluid. The catheter connector was replaced and the pocket was cleaned out. The patient was reported to be doing well with no signs of baclofen withdrawal and had recovered without sequela. The patient was receiving lioresal 2000 mcg/ml at a daily dose of 85 mcg/day.